Event description:
Olympus was informed that during a therapeutic colonoscopy with polypectomy procedure, one of the users felt an electrical shock. The user was reportedly examined by a cardiologist and was said to be doing fine. There was no report of patient or user harm.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the technician who experienced the electrical shock was holding the subject device at 30-40cm mark of the insertion tube while her hand was covered with fluid. The technician claimed to have initially felt a "twist" in her arm, followed by a jolt. Another nurse in the room reportedly observed the technician's hair sticking up at the time of the second occurrence. The technician, whom was reported to have a pacemaker, was examined by her cardiologist and was said to be fine. The intended procedure was said to have been completed and no patient injury was reported. The device referenced in this report was returned to olympus for evaluation. The distal end cover was noted to have indentations, nick, and cracks which caused it to fail the insulation test on the distal end side. This phenomenon was due to mishandling. However, the insertion tube passed the insulation test. Additionally, the referenced device passed the air and water test. The image was found foggy due to there was dried residue on the objective lens which was caused by insufficient cleaning. The device was refurbished. This report is being submitted as a medical device report in an abundance of caution.